Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ureal urea/bun (bun) on a cobas 8000 c 702 module (c702). The erroneous result was not reported outside of the laboratory. No issues were found with any other assays. The sample initially resulted as 18.0 mg/dl and repeated as 72.1 mg/dl. No adverse events were alleged to have occurred with the patient. The bun reagent lot number was 24576201, with an expiration date of 28-feb-2018.

Manufacturer narrative:
A general reagent issue can be ruled out as calibration and quality control recovery were ok. Upon review of the alarm trace, there were frequent alarms indicating a reagent disk temperature error, a barcode reading error, and an abnormal sample aspiration. The sample tube used by the customer was a 13 mm diameter tube. The customer did not use rack adapters, which are required for 13 mm diameter tubes. If the tube is not placed in an upright position in the rack, the sample probe may aspirate the sample incorrectly. Centrifugation time of the sample was found to be low. A specific root cause could not be determined based on the provided information. A hardware issue in combination with pre-analytic sample handling is assumed to be the root cause.